Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the keypad was found to not work. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be failed keypad. The keypad requires replacement to address this issue. Evaluation also found the speaker to be detached from its housing, resulting in a low audio condition. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump keypad was not working. This occurred during an unspecified process step. The event happen at medical managed care. There was no patient involvement. No additional information is available.